Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur, and the customer was instructed to contact technical support if the issue happened again.